Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric procedure, the device load fired only halfway. Another reload was used to resolve the issue. There was no patient injury.